Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) showed a potential rv lead fracture as inappropriate shocks and anti-tachycardia pacing (atp) were delivered with high, out of range pacing impedance, low r wave amplitude and noise over sensing at the electrogram. The shock channel appeared clean, and the patient reported no symptoms. A magnet was applied to inhibit more inappropriate therapy. Some days later the rv lead was cut below the yoke and surgically abandoned. One section of the rv lead was returned for analysis. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Lead was returned severed ~110 mm from the terminal end. Only the proximal segment was returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a cardiac resynchronization therapy defibrillator (crt-d) showed a potential rv lead fracture as inappropriate shocks and anti-tachycardia pacing (atp) were delivered with high, out of range pacing impedance, low r wave amplitude and noise over sensing at the electrogram. The shock channel appeared clean, and the patient reported no symptoms. A magnet was applied to inhibit more inappropriate therapy. Some days later the rv lead was cut below the yoke and surgically abandoned. One section of the rv lead was returned for analysis. The crt-d remains in service. No additional adverse patient effects were reported.